Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention or patient symptoms were reported.